Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and pseudoaneurysm.

Event description:
The following was reported to gore: on an unknown date, a patient underwent endovascular repair of an aortoesophageal fistula using a non-gore stent graft (zenith alfa). After that, an aortic root replacement (bentall procedure) was performed. The ascending aorta was replaced and an axillo-axillary bypass procedure was performed with the left subclavian artery obstructed, intentionally. On an unknown date in (B)(6) 2018, a part of the non-gore stent graft was removed and replaced with a homograft. A distal part of the non-gore graft was left in place. On (B)(6) 2018, examination revealed a pseudoaneurysm. Two conformable gore® tag® thoracic endoprostheses were implanted to cover the entry site, near the non-gore stent graft, to cover the entire length of the homograft. On (B)(6) 2019, the patient complained of back pain. Examination identified a new pseudoaneurysm. Angiographic imaging showed a leak near the proximal end of the ctag which had been implanted distally. An additional conformable gore® tag® thoracic endoprosthesis was implanted to cover the leak site. It seemed that the homograft had dilated, slightly, near the distal end of the additional ctag. Ballooning was performed at the distal end of the additional ctag. The patient did well following the procedure. The physician suggested following potential causes: it was possible that a type iii endoleak led to the pseudoaneurysm. It was possible that the type iii endoleak was caused the ctag which was implanted proximally created a hole in the proximal end of the ctag which was implanted distally.